Event description:
Pt presented with subarachnoidal-bleeding from a carotid aneurysm. Nine coils had been placed. Upon placing the tenth coil into the aneurysm, there was a prolapse of a loop into the parent vessel. Upon manipulation to pullback into the microcatheter, the coil separated from the positioning unit. Attempts to snare the coil were unsuccessful. The coil was then removed surgically and the aneurysm was clipped. The next day, following surgery, the pt was evaluated. An embolus was observed in the proximal left ica, and treated with anticoagulation therapy. The pt remains stuperous with a hemiparesis.